Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the por was caused by the cardioversion. It was noted that they turned the device off before-hand. The read the directions on how to reset it and made an appointment with a technician to have it reset.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who encountered a power on reset (por) message. The patient had cardioversion done on (B)(6) 2017 and had turned the ins off for the procedure and when the patient turned the ins back on the patient encountered the por. The meaning of a por was reviewed with the patient and the patient was redirected to their healthcare provider (hcp) to have the por cleared. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.